Event description:
It was reported that during reprocessing of the large suturecut needle driver instrument, it was noted that the instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the grip cables on the instrument was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. It was concluded that the cable likely broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.